Event description:
The doctor was using a point to point bone reduction clamp during the open reduction internal fixation (orif) of the calcaneus. When he tightened the clamp one of the points broke off during surgery. The broken piece and the clamp were inspected by the doctor who felt all of the pieces were present. The clamp was from a loaner (arthrex foot system), clamp number; ar-4160ft.